Manufacturer narrative:
(B)(4). The reported condition is unconfirmed. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer, therefore the sample was not requested for evaluation and a batch review will not be conducted.

Event description:
During initial assessment of a returned homechoice device, a baxter technician identified a 2240 alarm (air in the set) in the patient logs. The occurrence date was (B)(6) 2010 during dwell of cycle 3. No patient injury or medical intervention was reported.